Manufacturer narrative:
Additional information will be provided upon investigation conclusion

Event description:
It was reported that nurse foot got caught up on the loop that was hanging on the floor. She had lost her balance and fell on the floor. Immediately after the incident, nurse was sent over to ER for x-rays. X-rays came back negative, however nurse had complained that she is still in pain, therefore she was referred to an orthopedic for a consultation.

Manufacturer narrative:
Arjo was notified about an event regarding disposable repositioning sling. It was reported that while a nurse was attaching the sling loop to the lift spreader bar, her foot got caught up by the loop that was hanging on the floor. The nurse lost her balance, fell on the floor and sustained foot pain. The x-ray examination confirmed that no injury was sustained. The customer did not report that sling was damaged or ripped. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU). The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document shows how to remove the sling after required actions have been taken. To conclude, the arjo sling was left under the patient when the event occurred, and from that perspective it played a role in the event. But it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that the nurse tripped over the sling loop and fell.